Event description:
A tubal sterilization procedure was in progress using fallopian tube clips. When the physician applied a clip, the applicator would not release the clip and tube. Some manipulation was necessary to free them. No patient problems were reported.